Manufacturer narrative:
Follow up #1 additional information: the reporter indicated that the patient had slept through the loss of prime alarms which resulted in the pump battery becoming depleted. The reporter indicated that they did not have a battery with sufficient charge to power the pump which resulted in a delay in treatment of the elevated blood glucose contributing to the event.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 28 mmol/l with increased thirst and urination associated with loss of prime warnings on the pump. The pump history was reviewed and found that the pump had alarmed for an empty cartridge associated with the loss of prime warnings. This event is made based on the allegation that the patient experienced hyperglycemia associated with the use error of not responding to the empty cartridge alarm.

Manufacturer narrative:
Follow-up #2 06/09/2015 device evaluation: the product has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that the pump alarmed for a replace cartridge at 00:35 on 03/16/2015 followed by repeat loss of prime warnings; the pump was powered off at 11:24 and deliveries did not resume until 22:42. During testing, an ezprime sequence was performed successfully. A force sensor calibration test was performed and confirmed that the pump was detecting force within specifications. The pump was exercised for 24 hours without occlusion alarms being duplicated. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The complaint was observed in the pump history but was unable to be duplicated during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.